Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Verified customer's complaint of error code 41541 by checking event history log. Performed visual inspection, functional testing, and occlusion tests. During functional testing, device did not pass the latch lock test. During occlusion test, downstream occlusion alarmed at 1.5psi. Air detector sensor was damaged upon downstream occlusion (dso) removal and there was a defective printed wire assembly (pwa). Replaced dso sensor, dso seal, air detector sensor, latch lock, pwa and latch lock sensor in order to fix the issue.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 41541. There was no patient involvement. No patient involved. Found when setting up for service.